Manufacturer narrative:
Should add¿l info become available regarding this event it will be re-evaluated and a follow-up report will be sent.

Event description:
Related to MFR report number: 2183959-2012-02567. It was reported by the plaintiff's attorney that on or about (B)(6) 2006, the plaintiff was implanted with a monarc sling system. It was alleged that the plaintiff "has suffered serious bodily injuries, mental and physical pain and suffering, including, but not limited to pelvic pain, painful intercourse, and urinary problems", and has had other injuries.